Event description:
It was reported that this right atrial (ra) lead was dislodged and migrated towards the ventricle. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This lead was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought to obtain the serial number and implant date of the right atrial (ra) lead. This report will be updated once additional information is received.

Event description:
It was reported that this right atrial (ra) lead was dislodged and migrated towards the ventricle. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This lead was subsequently explanted. No additional adverse patient effects were reported.